Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire, main coil, and introducer sheath were returned for this complaint. Visual inspection was performed and revealed that the coil and delivery wire arms were not interlocked. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched. The interlocking arm was inspected and it was detached and not returned. No more damages were found in the returned device. Functional inspection was performed and the delivery wire was advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and it was detached and not returned. Dimensional inspection of the delivery wire weld outer diameter (od), wire arm od, wire zap tip were performed and were within specifications. Dimensional inspection of the main coil no. Of distal fiber bundles, no. Of proximal fiber bundles, zap tip od and primary coil od were performed and were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03nov2020. It was reported that the coil failed to separate. A 20mmx40cm interlock-35 coil was selected for use on the liver. During the procedure, the coil reached the target position. However, it was noted that the coil could not detach. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a detached interlocking arm.